Event description:
On (B)(6)2023, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis in their home on (B)(6) 2023. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovered from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.